Event description:
It was reported that during the implant surgery, the left ventricular lead could not sense the r wave and the lead could not pace even at high voltage. The lead was not used and a new lead was implanted successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.